Manufacturer narrative:
Plant investigation: a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
Additional information: upon further investigation, it was determined that the event reported was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius res (regional equipment specialist) technician was called onsite by a user facility to repair a 2008t machine that reportedly did not sound the blood leak alarm when a blood leak occurred during a patient treatment. The patient reportedly completed treatment on a new machine. The res technician could not duplicate the issue, and calibrated the blood leak detector as a precaution. The res confirmed that the machine passed functional tests without issue. Due diligence attempts were exhausted, but additional information was not provided. If additional information is provided, a supplemental report will be submitted.